Event description:
Philips received a complaint by the customer on the v60 indicating that the device was giving error code 1203 alarm message: low leak ¿ co2 rebreathing risk message, barely passing leak. The device was in use on a patient at the time the reported issue was discovered; however, the device was removed from service with no harm reported to patient nor user. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated that it was reported that device was giving error code 1203. The customer tested the device and stated the device was passing the system leak test but was still giving co2 rebreathing error. The rse informed the customer that manufacturer recommends replacing flow sensor assembly (fsa) and if issue was still happening, to replace the data acquisition (da) printed circuit board assembly (pcba). The rse provided the customer with both part number and price per request. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) visited the customer site to evaluate the reported issue. Review of the device logs identified error codes 1127 check vent: ovp circuit failed, and 110e check vent: air flow sensor calibration data error, which is reported under a separate record. It was determined that the da pcba, which had recently been replaced by the customer, was not properly seated. The fse removed and correctly reinstalled the da pcba, after which the error codes cleared. Following correction, a full testing and verification (t&v) procedure was performed. The unit passed all required functional and safety tests. Although the leak test met acceptance criteria, a slight abnormal pressure drop was observed. Further inspection of the blower assembly identified the presence of blood-like fluid, which may have contributed to the minor pressure variation. This issue was documented under a separate record. As a precautionary measure to support optimal performance and safety, the fse recommended replacement of the blower and the air and o2 flow sensor assemblies. Per good faith effort (gfe) response, it has been confirmed that the customer indicated that they would proceed with replacing these components in-house as a preventive measure. No defective parts were returned for further analysis. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.